Event description:
Additional information received noted that the manufacturer's representative saw this patient for a reprogramming session recently. This was the first time that the patient returned to the clinic since the device was implanted. The patient had only 1 program loaded in to her patient programmer. Three more programs were created and the representative ensured that the patient was feeling the stimulation appropriately. The clinic followed up with the patient and she was doing well.

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect with loss of bladder control. This started to occur about 1 week ago. The patient could not feel stim at this time. The patient was at home. A family member had tried increasing the stim but the patient was still having a return of symptoms. Stim was on and the patient was at 7.0 and could barely feel stim, unable to see what program. The patient only had 1 program to choose from. The patient was dissatisfied with their health care provider. The patient was helped to turn stim up high in the past and patient thought she had hemorrhoids. The patient went to see the physician and he never checked the device. They figured out the stim was shocking the patient and it was too high. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3093-28 lot# v334554 serial#, implanted: 2010 (B)(6), explanted: product typ lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).